Event description:
Subject: suspected failure of hydrogen peroxide contact lens solution to fully neutralize, resulting in corneal injury description of event: I have used clear care hydrogen peroxide contact lens solution for over 15 years without prior issues. Around 4¿6 months ago, I noticed a change in the design of the contact lens case included with the product (the case with the neutralizing disc). After this change, I began experiencing intermittent episodes where the solution appeared not to fully neutralize after the recommended soaking period. On multiple occasions, when inserting my contact lenses, I experienced significant burning consistent with hydrogen peroxide exposure. I always insert my right contact lens first. These episodes repeatedly affected my right eye. Initially, I removed the lens, rinsed my eye, and symptoms improved. However, after repeated incidents over time, I developed persistent blurred vision in my right eye. I sought evaluation from an eye care provider and was diagnosed with corneal injury involving deeper layers (described as scarring beneath the surface layer). The surface has since healed, but I have been referred to a corneal specialist for further evaluation. Product information: product: clear care hydrogen peroxide contact lens solution manufacturer: alcon included case: lens case with neutralizing disc (newer design compared to prior versions) duration of use prior to issue: 15 years without complications reason for report: I followed standard usage instructions, including allowing lenses to soak for the full recommended neutralization time. The issue appeared intermittent and unpredictable, suggesting possible inconsistency in the neutralization process. Given the design change in the included case and the timing of symptoms, I am reporting this as a suspected product-related issue so that potential patterns can be evaluated and other users can be protected. Outcome: repeated chemical irritation to right eye diagnosed corneal injury with scarring ongoing evaluation by specialist I am submitting this report in the interest of product safety monitoring and public awareness. I was seen and diagnosed by my optometrist on (B)(6) 2026, with a referral to a corneal specialist to treat the scarring.